Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-03045. It was reported that the patient (clinical study) experienced ineffective therapy. Reportedly the patient had high impedances. During a ipg replacement procedure, the physician noted that the extension was coiled and tangled and had brown material on the end. The extension was cleaned and reinserted into the new ipg. Despite attempts to reposition the extension, the high impedances were still present. X-rays were taken and came back inconclusive. Surgical intervention may be pending to address this issue.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-03045. Follow up revealed that the patient underwent surgical intervention to have their lead and extension replaced. Therapy was restored.